Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 39 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the stent graft migrated and it is currently 2-3 cm below the renal arteries. The aortic neck measured 27mm in diameter at the time of implant and has dilated to 36 mm at the time of the stent graft migration. The decision was made to use a talent aortic cuff to address the stent graft migration. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: dilated aortic neck. Migration. Other: requires secondary intervention.